Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 300 mg//dl. As treatment, the patient administered 3 boluses, 3 units of insulin via injection and applied a new pod. The patient's blood glucose history are as follows: time bg(mg/dl) : 11:00 am 130, 12:30 pm 200, 1:30 pm 280, 6:00 pm 300.